Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental reports will be submitted.

Event description:
Received information of a leak at the septum of the cartridge. Reportedly, contact stated cartridge was being reused. Customer's blood glucose level was not impacted as the pump was being used for demo purposes.